Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the lcb distal cover glass cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the lcb distal cover glass. In addition, we confirmed that the objective lens unit cracked, the air/water socket dirty, the insertion flexible tube (ift) bump, and the bending rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.